Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0254211. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Investigation conclusion: bd will continue to monitor this issue. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i needle would not retract. The following information was provided by the initial reporter: catheter failed (the needle did not retract). The catheter was evacuated into the oct container. No consequences encountered by the patient or medical staff concerned.